Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis exera iii xenon light source had a blinking light and an e300 error code when connected to the scope processor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation it was determined the e300 error code and the blinking front panel lights were due to a defective scope socket. In addition, it was noted there was an intermittent e204 error code, dust on the pump tubing and valve, a deformed the lens base, scratches on the top cover, chassis and front panel, a dirty appearance on the main switch, a minor dent on rear partition, peeled off paint from the tank socket, and a minor crack on front panel near s-socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted, to provide additional information obtained from the customer, regarding the reported event. New information added to the following fields: b3 and b5.

Event description:
According to the reporter, the event occurred on january 12, 2022, during general routine inspection. There was no patient or procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been reported that the endoscope socket was damaged. It was presumed that because of this damage, the endoscope connection detection did not function as normal, leading to the reported phenomenon. Olympus will continue to monitor field performance for this device.